Event description:
It was reported that the charger did not charge the ilet, the ilet emitted beeps while on the charger, and the ilet battery continued to decrease during attempted charging; the charger¿s indicator no longer illuminated when the ilet was placed on it, though unplugging and reconnecting the charger produced two normal blinks, and a cell phone placed on the charger also did not charge, consistent with a charger failure. Symptoms included no alerts or alarms from the ilet. Outcomes included shipment of a replacement charger. Investigation included troubleshooting by power-cycling the charger and testing with an alternate device. Investigation of this case revealed findings consistent with a malfunctioning charging accessory responsible for failure to transfer power, with no evidence of device alarms or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger.